Event description:
Patient felt it was not effective; reported by hcp (health care professional) did consent to follow up (B)(4) all available information is provided in this report contact hcp for clarification if needed (B)(6).